Event description:
It was reported that the patient's atrial lead had dislodged. The patient presented for a lead revision. During the procedure, the physician attempted to remove the lead. Through flouroscopy; however, the physician noted that helix was not retracting. The physician decided to explant and plug the atrial port of the device. The device was programmed to vvi. The patient was stable post procedure.

Manufacturer narrative:
The reported event of dislodgement was not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray examination found the inner coil in the connector region was over torqued with fractured inner coil filars due to procedural damage. After cutting the lead, cleaning, and applying torque directly to the inner coil, the helix could be retracted and extended. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to an over torqued inner coil and clogged helix.